Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, there was a leak from the fusion oxygenator. The issue was noticed when pink fluid was observed under the device. Despite this, the procedure was completed without any functional problems with the oxygenator. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that although the device was used to complete the procedure no changes were made and the standard of blood gasses according to institutional practice showed no signs of oxygenator performance issues. The customer was not aware of any damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). Patient blood loss consisted of a few small drops of blood. An unplanned blood transfusion was not required as a result of the leak. Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Note: the customer has provided a photo showing evidence of a fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photo provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.